Event description:
The device was used during a video assisted thoracic surgery procedure. Reportedly, the instrument did not staple. The surgeon performed a laparotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.